Event description:
Idet performed on l4/5 and l5/s1. Physician reported idet procedure was technically uneventful and patient reported no pain during procedure. Shortly after idet procedure patient developed numbness and leg pain. In 2001 pt underwent emergency fusion. Fusion resolved numbness and leg pain, no further complications reported.